Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in moderately tortuous lad. Due to calcification and tortuous vessel, a guideplus ii el was used. During delivery of orsiro, it got caught in the guideplus ii el for three times but could be delivered. The balloon was slowly inflated but abnormality was felt, so the orsiro was removed. It was noticed that the stent was still on the proximal shaft. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned condition. The stent is displaced on the balloon by about 40 mm in proximal direction. The stent appears dilated at its proximal end and several struts are bent at its distal end. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.